Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the swg (spring wire guide) is kinked.

Event description:
It was reported that the swg (spring wire guide) got stuck in the ars (syringe) during insertion. The swg, the introducer needle, the ars were all removed from the patient, however, the swg was stuck in the ars. Because of this issue, a new kit was opened.

Event description:
It was reported that the swg (spring wire guide) got stuck in the ars (syringe) during insertion. The swg, the introducer needle, the ars were all removed from the patient, however, the swg was stuck in the ars. Because of this issue, a new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned the product lidstock, a spring-wire guide (swg) assembly and an introducer needle for evaluation. The guide wire was returned with the proximal end out and the distal tip advanced through an arrow raulerson syringe and an introducer needle cannula. Dried blood was observed on all components. Visual examination revealed the ars was able to easily slide off of the swg; however, the swg was firmly stuck within the introducer needle. The distal j-bend that was advanced through the needle and the distal j-bend tip was deformed but intact. There were also two bends in the swg body. Microscopic examination revealed many offsets coils on the j-bend tip. There were also offset coils where the swg exited the needle bevel; however, no significant contact (enough to cause resistance) between the components was observed. Both guide wire welds were intact and appeared full and spherical. Once the guide wire was removed from the needle, evidence of dried biological material was observed on the portion of the guide wire that was stuck within the needle cannula. The two bends in the swg were located approximately 217 mm and 274 mm from the proximal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. (Con't) other remarks: the introducer needle cannula outer diameter, and the needle cannula inner diameter were also within specification. More offset coils formed in the swg while being removed from the needle cannula. Biological material was observed on the portion of the guide wire that was stuck within the needle. Once the swg was removed, a lab inventory guide wire of the same diameter as the returned guide wire passed through ars and the introducer needle with minimal resistance. Therefore, it is believed that the biological material caused the resistance between the guide wire and the needle and not manufacturing related defects. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide w ire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of resistance between the guide wire and the introducer needle was confirmed through examination of the returned sample. The guide wire was returned advanced through an ars and introducer needle, and could only be removed from the needle by damaging the swg. Upon removal, biological material was observed on the portion of the guide wire that was stuck within the needle. The needle and guide wire met all relevant functional and dimensional requirements and a device history record review did not reveal any manufacturing related issues. Therefore, it is believe the dried biological material caused the resistance between the components rather than manufacturing related issues. Based on the condition of the returned components and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.